Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a low blood glucose that was around 50 mg/dl. They treated with food. Troubleshooting was performed but not completed. The device will not be returned for analysis.